Event description:
The customer observed a falsely elevated architect free t4 result for one 58-year-old male patient. The sample was repeated with lower results. The following data was provided: sid (B)(6) initial result = >64.35 pmol/l repeat = 13.38 pmol/l. Reference range = 9-19 pmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.